Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg site was seeping. The pt went to the hosp and was diagnosed with a seroma. Results of a complete blood count (cbc) did not indicate the pt had an infection. A culture and gram stain were ordered. The gram stain showed no organisms and the culture results were negative. The physician suspects an abscess is present and prescribed antibiotics. The pt is to continue to f/u with the physician.